Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported that patient has been experiencing pain. Surgeon revised patient's left knee due to loosening of the tibial implant. Patient had fallen a year ago and has had pain. Tibia was loose.